Event description:
It was observed during the device inspection, that the electrosurgical cutting and coagulation accessory exhibited a faulty aux board. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the investigation, it is likely the generator shutting down and being unable to turn on is due to a faulty circuit board, as fluid was found on the board. Olympus will continue to monitor field performance for this device.